Event description:
The reporter stated "the product cracks at the hub while flushing medication." There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The device history could not be reviewed without a reported lot number as a reference. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is completed.